Manufacturer narrative:
In lieu of a reported lot number, a ship history review (shr) was performed for the reporting hospital to determine the last 3 lots shipped to the hospital in the 6 months prior to the procedure date. A review of the device history records was performed for the packaging and component lots obtained through the shr for any deviations related to the reported issue of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The angiodyanamics july 2016 complaint report was reviewed for the xcela pasv PICC product family and the failure mode, "catheter leaked - removed." No adverse trends were indicated. The device was not returned for evaluation, as it was discarded at the hospital following its removal. Therefore, a failure analysis is not available and we are unable to determine if the device met specification, and the relationship, if any, between the device and the reported event. Angiodynamics' manufacturing process controls for the xcela pasv PICC device include a 100% visual inspection for molding defects, a guidewire insertion test to verify lumen patency, and 100% leak testing after guidewire verification. The directions for use provided with the device contains the recommended procedure for flushing and blood sampling. (B)(4). Device discarded at hospital.

Event description:
As reported, several hours after the PICC was placed, leakage was noted at the insertion site following a flush. The PICC was removed and replaced.